Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited a low, out of range, shock lead impedance measurement. Additional information was received that the patient was seen in the clinic and the measurements were within normal limits. No intervention was performed at this time. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.